Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had hernia surgery. Upon follow up with the pd registered nurse, it was reported the patient had an abdominal hernia repair approximately 1 ½ months ago (date could not be provided). The patient was subsequently placed on backup hemodialysis to let the site heal. The patient has since resumed pd therapy with the same cycler without further issues. The nurse stated the patient was experiencing abdominal swelling while on pd therapy. Per the nurse, the nurse stated the cause of the hernia is unknown and it was not clear if the hernia was pre-existing. However, it was indicated there were no cycler malfunctions or any issues with fresenius device, product or drug in relation to the event. The nurse stated the hernia was likely associated with the process of pd therapy due to solution in the peritoneal space.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal swelling with abdominal hernia repair. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the hernia event. It is unknown if the abdominal l hernia was pre-existing prior to the start of pd therapy or what exactly caused the hernia to occur. Hernia is a well-documented potential complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Therefore, the temporal use of the fresenius cycler to facilitate pd therapy cannot be should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation and clinical investigation are in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient had hernia surgery. Upon follow up with the pd registered nurse, it was reported the patient had an abdominal hernia repair approximately 1 ½ months ago (date could not be provided). The patient was subsequently placed on backup hemodialysis to let the site heal. The patient has since resumed pd therapy with the same cycler without further issues. The nurse stated the patient was experiencing abdominal swelling while on pd therapy. Per the nurse, the nurse stated the cause of the hernia is unknown and it was not clear if the hernia was pre-existing. However, it was indicated there were no cycler malfunctions or any issues with fresenius device, product or drug in relation to the event. The nurse stated the hernia was likely associated with the process of pd therapy due to solution in the peritoneal space.